Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head down does not work electrically or with cardio pulmonary resuscitation. No pt impact.